Event description:
It was reported by the customer that a 4 fr dual lumen sv PICC had a hole. This catheter was placed at a different facility. Additional information: rn reported difficulty obtaining labs. Upon removal of dressing catheter noted to be kinked at insertion site at a 90-degree angle. Once lined straightened, blood was noted to be leaking from somewhere on exposed aspect of catheter. A hole was then noted to be present on underside of catheter just past the hub. Patient lost access for his tpn. On 12/27 he was taken to the or to have PICC replaced under general anesthesia. PICC was unsuccessful. Pt has extreme difficulty with any IV insertions, lab draws, dressing changes even with the use of premedication and multiple holders. We have been attempting to minimize lab draw needs and coordinated with sedation procedures, but experiences are still very distressing for the child. The loss of this catheter was a huge impact on this family, patient and staff that have to continue to treat him. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed. The product returned for evaluation was 4fr dl powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter shaft proximal to the molded suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that a 4 fr dual lumen sv PICC had a hole. This catheter was placed at a different facility. Additional information: rn reported difficulty obtaining labs. Upon removal of dressing catheter noted to be kinked at insertion site at a 90 degree angle. Once lined straightened, blood was noted to be leaking from somewhere on exposed aspect of catheter. A hole was then noted to be present on underside of catheter just past the hub. Patient lost access for his tpn. On (B)(6) he was taken to the operating room to have PICC replaced under general anesthesia. PICC was unsuccessful.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.